Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned, as the filter tilted, embedded itself to the ivc (inferior vena cava) wall and caused injury and damages to the patient including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2012 in (B)(6). The filter subsequently malfunctioned, as the filter tilted, embedded itself to the ivc wall and caused injury and damages to the plaintiff including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter on or about (B)(6) 2012. Per the patient profile form (ppf), the device was implanted due to a history of deep vein thrombosis and a plan for surgery. The filter subsequently malfunctioned, as the filter tilted, embedded itself to the ivc wall and caused injury and damages to the patient including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. Approximately four years and two months after the filter was implanted, the patient underwent an unsuccessful attempt to retrieve the filter. The patient is reported to continue to experience back pain, chest pain, shortness of breath, nausea, and anxiety that is being treated medically related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported tilt, embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety, pain, nausea and shortness of breath do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of deep vein thrombosis and a plan for surgery. Approximately four years and two months after the filter was implanted, the patient underwent an unsuccessful attempt to retrieve the filter. The patient is reported to continue to experience back pain, chest pain, shortness of breath, nausea, and anxiety that is being treated medically related to the device. Additional information is pending and will be submitted within 30 days upon receipt.